Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2 (lot number 301744, expiration date 07/31/2010). Reference medwatch report with (B) (4) for the suspect device used in system 1.

Event description:
Customer reports taking humalog via insulin pump based on result of 192 mg/dl obtained on aviva system 1. 2 hours later, customer tested 98 mg/dl on aviva system 1. Approximately 4.5 hours after testing 192 mg/dl, customer's spouse noticed customer's low blood glucose symptoms and tested her on aviva system 1. Result was 119 mg/dl; within 10 minutes of this result he tested her with aviva system 2 and result was 44 mg/dl. Customer's spouse treated her with 4 oz cranberry juice which she consumed on her own, and low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.